Manufacturer narrative:
Section: h3, h6: it was reported that a two stage right hip revision surgery was performed due to infection of the prosthetic total hip joint, including: sepsis, group g streptococcus; and metallosis consistent tissue around the implants. Multiple femur fractures encountered during the first stage of the revision surgery account for the multiple procedures. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the hemi head, r3 liner and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head or the r3 liner. Similar complaints have been identified for the modular sleeve. However, as the device is no longer sold, no action is to be taken. On account of the fact devices reportedly involved in this incident were not returned for evaluation, the relevant production records were reviewed. All released devices involved met manufacturing specifications upon release for distribution. It was also confirmed that all the devices were sterilised within normal parameters. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The intraoperative findings of dark, gelatinous tissue, murky thick fluid, corrosion at the taper, loosening of the cup, and positive cultures for group g streptococcus are consistent with the reported infection and trunnionosis. However, based on the information provided, the root cause of the clinical reactions cannot be confirmed. The infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. It cannot be confirmed that the reported events are associated with a malperformance of the implant. The patient impact beyond that which has already been reported cannot be determined. Without the return of the actual products involved or additional information, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Event description:
It was reported that a first stage revision surgery was performed on the patient right hip on (B)(6) 2019. The two-stage revision was performed due to infection of prosthetic total hip joint, sepsis, group g streptococcus, and metallosis consistent tissue around the implants. During the first stage revision surgery, when attempted to extract the stem the femur was fractured in multiple places, and repair with a plate and wires. Also, a small amount of corrosion was noted at the head neck junction. After the first stage revision surgery, the patient underwent multiple ongoing surgeries with continuous infections and multiple washouts and vac placements. The conclusive second stage revision surgery was performed on 2-dec-2019. After this, the patient had 2 additional revision surgeries due to mechanical failure of the implants, but no smith and nephew implants were involved. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Case (B)(4). D1: brand name updated.

Manufacturer narrative:
It was reported that the patient underwent a revision of the right hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history, device labelling / IFU and risk management review could not be performed. If more information is received, this investigation will be reopened. Smith and nephew has not received the device / adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
Us legal mdl. It was reported that a revision surgery was performed on the patient right hip on (B)(6) 2020. The two stage revision was performed due to infection of prosthetic total hip joint, sepsis, group g streptococcus, and a lower extremity fracture. The patient has undergone multiple ongoing surgeries with continuous infections and multiple spacer replacements and spacer exchanges. No conclusive second stage part of the revision procedure has been performed yet. The patient outcome is unknown.